Event description:
The customer complained that both lower and higher than expected vitros phyt results were obtained from three different non-vitros biorad control fluids using phyt slides on a vitros 250 chemistry system. Biorad l1 result of 5.35ug/ml vs. 7.86 ug/ml. Biorad l2 results of 11.80, 10.74, 11.59, 11.42, 8.97, 8.78, 11.78, 11.81, 11.10, 19.20, 11.67, 20.89, 11.07, 20.68, 19.29, 18.98, 10.72, 11.15 and 12.00 ug/ml vs. 15.10 ug/ml. Biorad l3 results of 17.75, 16.51, 16.40, 17.85, 22.10, 16.70, 12.09, 20.19, 21.28, 21.46, 22.47 and 21.20 ug/ml vs. 28.10 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. While patient samples were not tested within the timeframe of the event, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the events. (B)(4).

Manufacturer narrative:
The investigation determined that both lower and higher than expected vitros phyt results were obtained from three different non-vitros biorad control fluids using phyt slides on a vitros 250 chemistry system. The most likely assignable cause of the event is an instrument related issue. Within-lab imprecision was occurring with the vitros phyt assay. Acceptable performance was obtained after service actions were performed to the immuno-rate subsystem of the instrument.